Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient programmer was showing power on reset (por) screen. There is reported medical test or environmental exposure. Caller mentioned that maybe 5 months ago they released a blood clot, unrelated to the device or therapy, and when they were sewing him up they noticed the wire was sticking out. They unstitched everything and pushed the wire back in. The patient programmer also showed elective replacement indicator (eri) then. The por could be related to the low ins battery. Troubleshooting involved clearing the por on the patient programmer and was successful. After clearing the por, the patient programmer showed eri and they cleared that message. Patient programmer showed off, eri, group a and 1.60v on l and 3.20 v on r. Caller was able to successfully turn ins on. No further complications were reported or anticipated with this event.